Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was resumed post operatively.

Manufacturer narrative:
Date of event is estimated, the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging his ipg about 2 months ago due to ineffective stimulation. As such, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.